Manufacturer narrative:
(B)(4). Evaluation, results: (occlusion). Results/conclusion: (insufficient info was provided to determine the cause of the stenosis).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.7 cm fusiform abdominal aorta aneurysm approx 18 months ago. The vessel morphology was reported as the aortic neck had an infrarenal angle of 45 degrees, 24 mm in diameter at the renal arteries, and 20 mm in diameter above the abdominal aortic aneurysm and 18 mm long. The iliac arteries were 12 mm in diameter on the right and 15-16 mm in diameter on the left, mildly tortuous, and non-stenosis. The femoral arteries were 9 mm in diameter on the right and 10 mm in diameter on the left. The endurant bifurcated stent graft and an ipsilateral (ref MFR 2953200-2011-01808) extension were implanted via the left side. The contralateral limb (ref MFR 2953200-2011-01805) and a contralateral extension (ref MFR 2953200-2011-01806) were placed on the right side, but right femoral across difficulty was reported due to previous interventions. No other issues were reported. It was reported that one year post index procedure there was an adverse event of stenosis was noted. A femoral artery bypass in the right leg was performed, and the stenosis resolved. It was reported that two months later there was stenosis was also noted on the left femoral artery, and a left femoral stent was placed to resolve the stenosis. Both stenosis events were assessed by the investigator to be unrelated to the device or procedure. No additional clinical sequelae reported and the pt is fine.